Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, wall adapter and charging cable. There was no reported adverse impact to the customer's blood glucose. A new charging pad, wall adapter, and charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.